Event description:
It was reported that the patient presented asymptomatic to the clinic after receiving inappropriate hv therapy due to post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. The lead was later explanted due to sensing issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.